Manufacturer narrative:
Insulin pump was received with button error alarm and intermittent act and down arrow button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. When he pressed the down arrow button to turn on the light, it did not respond. Customer's blood glucose level was around 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.